Manufacturer narrative:
Additional information: h3. Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was returned in used condition. The sample underwent visual examination and no issues were found. A leakage test was performed and the fibers were confirmed to be tight. The reported issue could not be reproduced during testing. A device history record (DHR) review was performed with the reported lot number. 66,504 units originated from this lot which were inspected and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak occurred several minutes prior to treatment completion. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The fresenius 5008x machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Treatment ended for the day. The patient¿s estimated blood loss (ebl) was not quantified. There was no patient injury or medical intervention required as a result of this event. The complaint device was returned to the manufacturer for physical evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak occurred several minutes prior to treatment completion. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The fresenius 5008x machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Treatment ended for the day. The patient¿s estimated blood loss (ebl) was not quantified. There was no patient injury or medical intervention required as a result of this event. The complaint device was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.